Event description:
The customer states, that one patient being treated for the past two nights for hypothyroidism generated an architect i2000 tsh assay result of 36.9 miu/ml that was questioned by a physician. A different collection tube taken at the same time from this patient generated a result of 35.0 miu/ml. The customer then tested a stored sample taken from the previous evening and generated a result of 17.7 miu/ml. A new draw was ordered that generated a result of 18.6 miu/ml. A new draw taken two hours later, generated a result of 14.0 miu/ml, which the physician found acceptable. The customer confirmed that all samples were from the same patient through blood-typing and comparison of other test results. Controls have been within specifications with all other assays generating acceptable results. The customer has had no further issues of suspect tsh patient results and is satisfied that the assay is performing as expected and that the issue was specific to this patient/specimen. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.